Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information in (B)(6) 2013 that this local representative contacted boston scientific's technical services (ts) to report that this patient was presented for an in-clinic device check. The device was interrogated with a battery status indicator of end-of-life (eol) in vvi mode at 50 ppm. The patient has been scheduled for device replacement. The local representative contacted ts the next day to report that the device was at eol. According to the clinic, the patient had been seen in (B)(6) 2013 for a device check. At that time, the longevity indicator was at one year. According to a printout report, eol was triggered by the device in (B)(6) 2013. Ts was informed by the local representative that the patient was not feeling well last month and was not sure if the patient's symptoms was device related. The patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced due to an allegation of premature battery depletion. The device was received at boston scientific's return product department.